Manufacturer narrative:
Unit received with blank display, problem isolated to electronic assemblies. Unable to verify iop test failure at 10:01 am alarm or rf pic failed selftest alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had self test failed alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump passed self test. The insulin pump will be returned for analysis.